Event description:
Healthcare professional reported a left side "capsular contracture baker grade IV" and "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported a left side "capsular contracture baker grade IV" and "deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated on posterior side assessed as surgical damage. Additional observations: ¿ crease fold observed. ¿ brown particles inside of the fill channel. No further actions are required as the device was implanted.